Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode emitted beeping tones associated with high out of range shock impedance measurements. The high impedance measurements were confirmed to be attributed to a lead fracture confirmed via x-ray. The patient was then hospitalized. Currently, this electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A field safety notice was delivered to physicians in december 2020 regarding a subset of emblem s-ICD subcutaneous electrodes that have the potential to exhibit an electrode body fracture at a location just distal to the proximal sense ring. To improve the performance at this location, a design enhancement was implemented to move the connection of the sense conductor, notch, and adhesive to a centered location entirely under the sense ring. This new design was made available for use, beginning in june 2021 in regions with regulatory approval.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited high out of range shock impedance measurements. The high impedance measurements were confirmed to be attributed to a lead fracture confirmed via x-ray. The patient was then hospitalized. Currently, this electrode remains in service. No additional adverse patient effects were reported.